Event description:
After removing the inner dilator, the physician inserted a loaded jugular filter catheter through the purple introducer sheath, after attaining desired location of the radiopaque marker in an obese male pt. The filter jammed half way down. Upon using fluoro, one leg of the filter appeared to be sticking out of the sheath and into the vessel. The physician removed the filter catheter and using the same introducer sheath, opened the second filter package and used a new loaded filter catheter. The second filter jammed in the same spot. All pieces were removed, and an entirely new filter delivery system was placed in the pt. After encouraging the physician to make sure the pt's head was turned to the left, the third filter was successfully inserted and deployed. Upon examination of the original purple introducer sheath, there was a hole half way down. The filter was clearly damaged with the "tulip petals" spread apart. At one point in the procedure, the physician said he may have been hitting bone. Pt is well.

Manufacturer narrative:
Three devices were received in a used condition to assist in this investigation. An examination of the returned devices, found that two devices were kinked and one introducer sheath kinked, with perforation in the tubing. Each tulip filter is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. In addition, the IFU states that excessive force should not be used to place the filter. We have notified the appropriate individuals and will continue to monitor for similar events.